Event description:
MFR rep reported pt receiving increased stimulation after going through a security device at courthouse. No report of device explantation. A follow-up report will be sent if additional info is received.